Event description:
It was reported to boston scientific corporation that a prefyx sling system was implanted on (B)(6), 2012. According to the complainant, post-procedure, the patient suffered pain due to the eroded mesh, additional treatment and procedures were needed. All other information is unknown and unavailable.